Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their device was not working right and that they are experiencing high heart rate. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.